Event description:
Prior to use, a caregiver was getting ready to use a 60ml syringe. Upon inspection of a new syringe, it was identified that the 60ml printed level marker on the barrel of the syringe was faded or not bold. Another syringe from the same lot was missing the 60ml printed marker completely.